Event description:
It was reported that the customer was experiencing fluctuating blood glucose levels. Customer changed out her cartridge, infusion set, took manual injections, and manipulated her pump settings to stabilize her blood glucose levels.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.